Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insufficient light, chipped light guide bundle and universal cord failure a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction halation in image could not be detected since problem was not confirmed, the most probable cause of the malfunction found during device evaluation insufficient light was due to universal cord failure and the most probable cause of the chipped light guide bundle also found during device evaluation was due to stress problem as identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had halation in image during maintenance. There were no reports of patient involvement.